Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. After repeated requests, smith and nephew has been unable to obtain device details of this complaint. Therefore, a review of device history record, complaint history and sterilization documentation cannot be completed. Smith and nephew has an outstanding request with the reporter for information. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to infection. During the explant process of the revision, implants were easily removed. With the implants being explanted, there was a large bone deficit in the femur and tibia. Dr. Mentioned that femur, tibia and patella appeared to be infected. Dr. Implanted a cement spacer using a gen2 ps cocr 4 right femur, a 15mm hi flex ps insert, and a 32mm resurfacing patella.